Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor error message due to a user's deployment mishandling, patient removed his sensor. Upon sensor removal, patient could not find his sensor in his skin nor in the sensor's applicator. Patient is unsure as to the sensor's whereabouts and thinks there is a possibility that sensor broke off in his skin. Patient reports no further complications and does not require medical intervention. At the time of his call to dexcom technical support, patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.